Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduce the reported issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis. The iesu was returned for failure analysis, and the reported issue was confirmed using system logs. Upon visual inspection, a potential issue was identified that may be related to the reported event. During further testing, the unit continued to display error code c-30 during monopolar energy tests, and the iesu log recorded a c-00 error. The complaint was confirmed based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the iesu throwing error c-34 and c-30. This error indicates a lower/higher voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that that they encountered c-30 errors on the erbe generator whenever monopolar energy was used. The user replaced the erbe with a third-party generator to continue and complete the procedure. The tse verified the error logs, which indicated a c-30 error due to a high hf voltage measurement value from a redundant voltage sensor. No known impact or patient consequence was reported.